Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm was not provided for bed ch 1307 on (B)(6) 2018 at 09:00 and the patient expired.

Manufacturer narrative:
No device malfunction occurred. The fse obtained logs from the customer, however, no po was provided by the customer for on-site service and they do not have a contract, thus no testing was performed on the device. A review of the logs by philips quality shows that ECG/arrhythmia alarms were disabled at 09:00:55, re-enabled at 09:02:45, disabled again at 09:02:52 and re-enabled again at 09:11:47 (see above log excerpt). Though the alarm configuration file was not obtained, the log entries are consistent with active alarm source being set as ¿auto¿. With the ¿auto¿ setting, the system will use the ECG measurement as the alarm source when ECG is ¿on¿ and at least one ECG lead can be measured without an inop condition. If ECG is unable to be measured/detected, the system would switch to pulse as the active alarm source and alarms provided would only be pulse related alarms, until an ECG source was detected once again. This is considered a user alarm configuration issue.